Event description:
It was reported that the patient had a catheter revision/replacement following a diagnosis of meningitis. The pump contained 4000ug/ml compounded baclofen with a daily dose of 2774 ug. Two weeks later the hcp received a call from the patient stating that they were vomiting and had increased low back pain. The patient was seen by the hcp the next day and reported severe lower back and lower extremity pain; however, the patient was not taking any pain medication because of "spitting up." The pump was interrogated and no anomalies were found. Eight days later the patient was again admitted to the hospital with increased back pain, spasms and acute confusion. A CT scan of the lumbar area was completed and revealed "no evidence of abnormality." The hcp specifically noted that they were not able to rule out meningitis at this time. The hcp requested a repeat check of the cerebral spinal fluid. At the time of this report the patient remained hospitalized. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received. Please reference manufacturer's report #: 6000030200703367.